Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the master tool manipulator to resolve the reported issue. The system was tested and verified as ready for use. The mtm was analyzed and the issue was confirmed in logs and successfully replicated on surgeon side console fixture test platform (sftp). Upon visual inspection, the mtm was installed onto a surgeon side console fixture test platform (sftp) where the 23008 error was triggered indicating fault on the grip, replicating the reported event. The complaint was confirmed based on failure analysis. Failure analysis was able to conclude that the outer spring and inner spring were found to be the root cause of the reported event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer experienced issues with the left master tool manipulators (mtm) and elected to use the other console. The procedure was completing as planned with no reported injury.